Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that prior to (B)(6) 2007, patient had been prescribed ¿mood stabilizers¿ by her primary care physician in order to combat her depression. On (B)(6) 2007, the patient presented for significant pain in her mid-back and coccyx and numbness in her feet. Surgeon performed surgery consisting of a posterior spinal fusion from t10-l1 using rhbmp-2/acs. Post-op, surgeon told that he had found more broken vertebrae in her spine once the surgery had begun and that these breaks were not capable of being discovered during pre-surgery imaging procedures. Patient underwent physical therapy for her post-operative care. Neck began to swell and become painful. Surgeon told that had ¿spinal stenosis¿ and recommended that she undergo another surgery to ¿open the vertebrae so her spinal cord would have room.¿